Event description:
On (B)(6) 2010, the pt underwent a procedure using a gore tag thoracic endoprosthesis to treat the thoracic aortic aneurysm. A gore introducer sheath with silicone pinch valve was inserted from the right femoral artery and then the tag device was implanted through the sheath. The implantation was successful. When the physician pulled the sheath back, the right external iliac artery was ruptured. The physician used a vascular graft to repair the rupture. The ruptured right external iliac artery was replaced with 8 mm graft. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork is being conducted.